Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter displayed a "strip or meter not working try again" message when blood was tested. No further information was provided at the time of troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.